Event description:
A pt had a troponin t result of 0.036 ug per l. This did not compare with previous result from the another hospital so they repeated the sample twice and recovered 5.33 and 5.28 ug per l. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.